Manufacturer narrative:
H11: a review of the device's service history indicated that the system was manufactured in 2025 and that a similar event had been reported since and was solved by adjusting the condenser coil cooling fan; statistical analysis did not identify any adverse trends associated with this type of fault. Based on investigation findings, the root cause of the event has been traced to a defective breaker switch. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that 3t heater cooler run some minutes before tripping main power breaker switch during procedure. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the 3t heater cooler. A livanova field service engineer was dispatched the customer facility, replaced the power on-off breaker switch and performed all the functional tests with positive results. Device returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.